Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the threads on the end of the cup inserter, where the implant connects, are compromised. The implant was unable to engage with the inserter. Another set of instruments needed to be opened to implant the cup and continue the case. No consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified nicks, gouges, and scratches from previous uses. Threaded tip is deformed, stripped, and fractured. Fractured piece is still attached. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The reported failure was previously investigated by zimmer biomet. The leading thread damage and the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.